Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2016-06108, reference MFR. Report#: 1627487-2016-06109. It was reported one of the patient's leads had migrated and high impedance was present on a few contacts. As a result, the patient's leads were explanted and replaced. Effective stimulation was restored post-op. Note: all leads are being reported because it's unknown which device was liable.